Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stiffness in their chest. A pericardial effusion was observed which required repositioning the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.